Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringes with different needle dimensions were found in the pack of bd ultra-fine¿ ii insulin syringes. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "it was suspected that the other cat# product may have got mixed."

Event description:
It was reported that two syringes with different needle dimensions were found in the pack of bd ultra-fine¿ ii insulin syringes. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "it was suspected that the other cat# product may have got mixed."

Manufacturer narrative:
H6: investigation summary: customer returned (2) 0.3ml syringes. No identifying packaging was provided. Both syringes were measured as having 12.5mm long needles. This length is within specifications for 13.1mm syringes, but well out of specification for 8mm syringes. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the samples received, embecta found that the returned syringes had needles intended for 13.1mm needle syringes.